Event description:
Hamilton medical ag received the following event description: additional information was received. The event occured during start-up and it was reported that "the difference between the oxygen concentration display and the set value is too large". No patient involvement.

Manufacturer narrative:
Hamilton medical ag complaint number:cer (b)(40. Investigation ongoing. Follow-up 1 - investigation results. Updated fields: b4,b5, g3, g6, h2, h6. During the investigation process, no malfunction with the device was identified, only a calibration of the o2 cell was required. After the calibration, the device worked as intended. The event occured during start-up. Hence, no patient was involved. Hamilton medical ag does no longer consider this case as a reportable event since the device worked as intended.

Manufacturer narrative:
Hamilton medical ag complaint number:cer (B)(4). Investigation ongoing.

Event description:
Hamilton medical ag received the following event description: during ventialtion, "the difference between the oxygen concentration display and the set value is too large." No harm to the patient, user or third pary was reported.